Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned to zoll for eval. The biomed stated that a misaligned flex cable was re-aligned to resolve the malfunction. No trend is associated with reports of this type.